Event description:
It was reported that the burr sheared off the rotawire and a portion of the rotawire was left inside the patient's body. The target lesion was located in the left heart. A rotablator burr and a 330cm rotawire were selected for use. During procedure, upon placing the burr over the rotawire, it was observed that the burr cut through the rotawire. Upon removing both devices, it was noted that a portion of the rotawire remained inside the patient's body. There were no further patient complications reported. It was further reported that the procedure was completed with a new advancer and the patient's status post-procedure was fine.

Event description:
It was reported that the burr sheared off the rotawire and a portion of the rotawire was left inside the patient's body. The target lesion was located in the left heart. A rotablator burr and a 330cm rotawire were selected for use. During procedure, upon placing the burr over the rotawire, it was observed that the burr cut through the rotawire. Upon removing both devices, it was noted that a portion of the rotawire remained inside the patient's body. There were no further patient complications reported.